Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received service report, replacement of control printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of provided logs confirmed occurrence of software breathing errors related to claimed failure. Faulty past has been requested for further investigation, but not yet received. Event site name: (B)(6) hospital.

Event description:
During on-site visit it was discovered that control printed circuit board has been defective. There was no patient harm. Manufacturer's ref#: (B)(4).